Event description:
Information was received from a patient regarding an implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone) with an unknown concentration and dosage. The reason for use was non-malignant pain and failed back surgery syndrome. It was reported that ¿the patient¿s first pump leaked and almost killed her¿ in 2011. The pump was replaced on (B)(6) 2012. For the last year and a half the patient suffered from lymphedema and holds 60 pounds of fluid from the knees down.